Event description:
It was reported that the patient presented with neck pain and an x-ray was performed. MRI revealed degenerative changes above the c5-7 fusion of borderline significance and degenerative changes at c7-t1 of questionable significance. Another MRI was performed and showed there was only mild stenosis of c3-c4, mild to moderate a c4-c5, and at c7-t1 with no herniation or obvious abnormality. On (B)(6) 2009, the patient underwent an anterior cervical discectomy and fusion of c4-5 and c7-t1. Two weeks post-op the patient presented for follow up. At follow up the patient "had complaints of difficulty eating and drinking since surgery, with moderate to severe pain between her shoulder blades and down her right arm. Her range of motion was ""very, very limited,"" and physical therapy." On (B)(6) 2010, the patient presented to another physician with difficulty swallowing and headaches. The patient received injections into her occipital nerve to treat the headaches. In (B)(6) 2010, the patient presented with complaints "of emotional issues, weight loss, and weakness; an x-ray at that time showed fusion from c4 through tl." On (B)(6) 2010, the patient presented with complaints "of a number of issues, including difficulty swallowing and weight loss." A barium swallow study was ordered. The study reportedly showed "severe constriction of the esophagus," and at follow up on (B)(6) 2010, the patient complained that her voice had been getting fainter over the past several months. The patient was referred for a gastrointestinal evaluation. On (B)(6) 2011, the patient presented for a second opinion. The physician reviewed imaging studies and reportedly "felt it was likely that [surgeon] had used bone morphogenetic protein (bmp) and that was likely the reason for [patient's] difficulty swallowing." On (B)(6) 2011, an upper gi evaluation was performed, but the study was incomplete as the patient "was able to tolerate only a few small sips, because food refluxed into her nose, a diagnosis of esophageal dysmotility." On (B)(6) 2011, the patient underwent an esophageal dilation, and the physician noted a possible need for a feeding tube. On (B)(6) 2011, the patient presented for follow up, and the surgeon reportedly noted that "she had her rods removed due to food catching and hanging up." The patient declined a feeding tube. She continues to see her physician for swallowing problems, reportedly including that when she swallows it comes out her nose. The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.